Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. It was noted this was a gradual rise. Technical services discussed troubleshooting options with the health care professional. The lead remains in service. No adverse patient effects were reported. Additional information was received that the right ventricular pace impedance measurements have gradually risen. No noise was observed. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. It was noted this was a gradual rise. Technical services discussed troubleshooting options with the health care professional. The lead remains in service. No adverse patient effects were reported.